Manufacturer narrative:
Correction to d1 - brand name changed from omnipod 5 pod to omnipod 5 controller. Correction to d(4): sequence number changed from unavailable to 01020000-000031741. Lot number changed from unavailable to h000463. Model no changed from pt-000408 to pt-000409. Catalog no changed from unavailable to skt-h001-g-x9. Unique identifier (UDI) # changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 6/9/2022.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158".

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The patient tried to use the op5 system and set up their first pod, but the connection for the dexcom g6 transmitter did not communicate to the controller. The patient was admitted to the hospital and treated with long lasting insulin. The pod was removed at the hospital. They drew the patients blood to run more tests. The patient was released after two and a half days.